Manufacturer narrative:
Upon receipt of customer complaint, personnel from quality, production and other relevant departments were involved in the investigation including retained sample inspection, production process review and simulated usage , no similar problem was found. On 2024.03.21 10 pieces of 1ml 27g×1/2" syringes were sampled from retained sample lot no. 20210110 for simulated clinical operation, no leakage or abnormality was found after conical fitting test. After review of production records, no abnormality was found. It could not be determined the leakage place, more information is needed for furhter investigation for a thorough investigation. Relevant internal report 20240342 and other documents could be provided upon request.

Event description:
The customer advised that the item is leaking.